Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that her blood glucose level went up 574 mg/dl. The customer removed the insulin pump and took manual shots to correct her blood glucose level. The high pressure test passed. The device was not returned.